Manufacturer narrative:
Added medical history to b.7. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to similar events. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the site. The annulus area was 521.8 mm2 and area derived diameter was 25.8mm, which were within the recommendation range for a size 26mm valve (area: 430-546 mm2; area derived diameter: 23.4-26.4 mm). The IFU, device preparation training manual, and procedural training manual were reviewed. Device embolization, device migration, and device explant are all listed as potential risks associated with the valve, delivery system and/or accessories. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The malpositioned thv, deployed valve exhibits central regurgitation, thv migration and thv embolized into ventricle were confirmed based on the provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the first valve was prepped and deployed low. The physician originally wanted to the land the valve 70:30 (aortic/ventricular) based on the patient's anatomy but during deployment the valve shifted more ventricular. During echo moderate central ai noted thru the valve. When angio was performed the valve had fallen towards the lv. A second valve was then prepped and advanced thru the sheath. While advancing the 2nd valve, the 1st valve fell completely into the lv. The patient was then converted to open to retrieve the 1st valve. The second valve was never deployed and the surgeon recommended placement of a surgical valve''. Per IFU, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Per training manual, ''thv should be deployed around 70/30 to 80/20 (aortic/ventricular). In this case, it was likely the delivery system tension was not released prior deployment, because the valve/delivery system shifted toward ventricular during the deployment as reported. So, if the stored tension was not released prior to thv deployment, it could have caused the delivery system to move during the deployment, resulting in thv malpositioned. Per training manual, ''thv may lock into the calcium when positioning creating stored tension in the delivery system'', and ''release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position''. As such, available information suggests that procedural factors (not release stored tension prior to deployment) may have contributed to the complaint event. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per a technical summary written by edwards lifesciences, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, valve malositioned toward ventricular, which could result in the native leaflets hanging over, and covering the outflow of the deployed valve, resulting in reduced coaptation of the leaflets, and central regurgitation due to the leaflets are in a normally open position, and require the back flow/pressure generated to initiate leaflet closure. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. The technical summary is applicable to this complaint event because thv malpositioned is identified as one of the potential root causes of central regurgitation. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. In this case, the valve was deployed too ventricular, which could have native leaflets overhang. The residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle, resulting in thv migration. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. Per the instructions for use (IFU), valve embolization requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. In this case, the deployed valve migrated toward ventricular due to potential exert downward force (during diastole) from native leaflets overhang, so the continuous exerted downward force could further push the deployed valve toward ventricular, resulting in embolization as reported. As such, available information suggests that procedural factors (malpositoned thv) may have contributed to the complaint event.

Event description:
As reported by the clinical specialist, during a tf tavr case the first valve was prepped and deployed low. They physician originally wanted to the land the valve 70:30 (aortic/ventricular) based on the patient's anatomy but during deployment the valve shifted more ventricular. During echo moderate central ai noted thru the valve. When angio was performed the valve had fallen towards the lv. A second valve was then prepped and advanced thru the sheath. While advancing the second valve, the first valve fell completely into the lv. The patient was then converted to an open procedure to retrieve the first valve. The second valve was never deployed and the surgeon recommended placement of a surgical valve. The patient later expired.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned for evaluation.